Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's daughter complains of high results. Customer states that mother feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 02/20/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 164mg/dl and 147mg/dl non-fasting. Reviewed meter memory (B)(6). Customer calling on behalf of her mother stating the meter is reading high results for her mother. I asked customer to run a back to back blood test, results: 164 mg/dl, 147 mg/dl, customer stated her mother eat 30 minutes prior the call.